Event description:
Device user (du) reported that the device recirculation pump stopped working and the reservoir was empty. Du was in a different room with another case. Upon returning, the du observed message codes 330 (frequently empty blood reservoir), 2330 (critical fault reported), and 2170 (critical fault reported) displayed on the screen. The recirculation pump was on when the troubleshooting call began. The reservoir was stabilized within minutes of the call. Du reported no visible sign of bleeding in the bowl. Data was plotted which showed about 20 minutes of low reservoir and liver on board cycling. Labs were checked afterwards and no change in lactate were observed. The donor liver was successfully transplanted.

Manufacturer narrative:
The message code 2330 (critical fault reported) can result from an empty reservoir and message code 2170 (critical fault reported) can result from undetected blood temperature measurements. A service engineer (se) evaluated the device at the customer site. The reported recirculation pump issue could not be replicated. A new ascites pump was installed as a precaution. Afterwards, functional testing of the device related to the reported issues were completed with no issues observed.